Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was failed to open and it was unable to recover. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station refrigerator failed to open, and it was unable to recover. The field service engineer (fse) resolved the issue by cleaning, applying grease to all contacts on the latch, and verifying proper functionality. The system functioned as intended after the field service engineer troubleshot the device.